Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant doesn't appear to be ruptured, however it is covered with leaking silicone"; "peri-implant fluid"; "mildly enlarged right internal mammary chain lymph node"

Event description:
Healthcare professional reported right side rupture, "trace peri-implant fluid", "incidental mildly enlarged right internal mammary chain lymph node of uncertain clinical significance", "other adjacent borderline enlarged lymph nodes", "focal nonmass enhancement within the right breast", and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "at the time of removal the implant doesn't appear to be ruptured, however it is covered with leaking silicone" the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ gel bleed: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, "trace peri-implant fluid", "incidental mildly enlarged right internal mammary chain lymph node of uncertain clinical significance", "other adjacent borderline enlarged lymph nodes", "focal nonmass enhancement within the right breast", and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "at the time of removal the implant doesn't appear to be ruptured, however it is covered with leaking silicone" the device has been explanted and replaced.